Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cracks on the insulin pump. Customer's blood glucose level was 196 mg/dl. Customer stated that the screen is cracked in the upper right-hand corner. Customer also stated that there is a chip, but it does not go all the way around. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.